Event description:
It was reported that the system experienced an loss of flouro functionality during a procedure. The user was required to use an alternate system to compete the procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The ffb board was re-installed during the service call. The system was tested and found to be working as intended and put back into service.